Event description:
This procedure was performed in (B)(6). The physician inserted a 7f sheath into the left iliact artery to perform a crossing over technique. The pathology was in the right sfa and the plaque was highly calcified. The physician performed a subintimal technique, to reach the right lumen. The procedure was going well but in the end, at the time to extract the turbohawk catheter, the physician felt some resistance. When he had extracted the turbohawk he realized that the nosecone remained inside the sfa of the patient while the rest of the catheter and the blade was removed from the patient. The physician was able to remove the nosecone with a loop retrieval device. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported events.